Event description:
The customer stated that she was in a car accident as a result of hypoglycemia. The customer's blood glucose reading was 246 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have the necessary supplies to perform any testing on the insulin pump. The customer was advised to call back to perform insulin pump testing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.